Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and subsequently, a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. The customer loaded a new cartridge to resume insulin therapy. Customer¿s blood glucose level was 363 mg/dl.